Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that inappropriate high voltage therapy was delivered for an atrial fibrillation episode. Upon further investigation, the device was observed to be in normal eri. The device was explanted and replaced to resolve the event. The patient was stable and will continue to be monitored.